Event description:
A patient had cardiac catheterization with a 6f angioseal deployed to the rfa, right femoral artery. Approximately the next day, it was followed by vascular surgeon's post procedure for focal stenosis which did not require surgical intervention.